Event description:
It was reported that the customer was treated by paramedics due to hyperglycemia. The reported blood glucose reading was 500 mg/dl. It was reported that after the customer went swimming the infusion set fell off without the customer realizing it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.